Manufacturer narrative:
It was noted that the device is not available for evaluation. A review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Device not available.

Event description:
It was reported that the patient's right knee was revised after patient presented with a complaint in (B)(6) 2018 (nature of the complaint not reported to rep). Intra-operatively, the tip of the device was broken off and one side was worn. Update per revision operative report: "mechanical compromise of right total knee arthroplasty with associated flexion instability (ply wear of tibial poly insert) plus fracture of tibial poly insert post...revision total knee arthroplasty (tibial poly exchange) with removal of loose body, lysis of adhesions, and partial synovectomy."

Manufacturer narrative:
An event regarding crack/fracture involving triathlon insert was reported. Conclusion: based on the information provided there is no indication or allegation that the device reported in this investigation contributed to the event and is therefore considered concomitant. There is no allegation of failure against the femoral component which was not revised during this procedure. Instability was reported but this can likely be attributed to the fracture of the tibial post of the triathlon tibial insert. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised after patient presented with a complaint in (B)(6) 2018 (nature of the complaint not reported to rep). Intra- operatively, the tip of the device was broken off and one side was worn. Update per revision operative report: "mechanical compromise of right total knee arthroplasty with associated flexion instability (ply wear of tibial poly insert) plus fracture of tibial poly insert post...revision total knee arthroplasty (tibial poly exchange) with removal of loose body, lysis of adhesions, and partial synovectomy."